Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer reported blank display. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for display issues. No damage to the battery cap contacts was reported. Display did not return after inserting a new aa battery. Instructed customer that pump will be replaced. No harm requiring medical intervention was reported. The customer will discontinue use of the device. Mmt-1884l was requested, and customer response was the device will be returned.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat within specification at .08695 inches. The pump was monitored for several days, and no blank display noted. Successfully downloaded history files and traces using thump. Successfully uploaded pump to carelink. Please see below for the date range listed in the formatted history file. The formatted history file lists data from 08/26/2024 to 08/31/2024 then 12/25/2025 to 01/19/2026. There was no data available to verify unexpected alarm(s)/suspends and daily total of basal/bolus delivery for the event date of 25-jan-2026. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Insert battery alarm was found on: 01/19/2026 02:01:44.000 01/19/2026 02:11:00.000 01/19/2026 02:13:13.000 pump error 23 alarm was found on: 01/19/2026 02:12:03.000 01/19/2026 02:22:00.000 01/19/2026 02:24:03.000 power loss alarm was found on: 01/19/2026 02:24:18.000 01/19/2026 02:24:27.000 insert battery alarm was expected since the battery was removed from the pump. Pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. No unexpected pump error 23 alarm and power loss alarm noted during testing. In further review of the formatted history file 1 week prior surrounding the date of 19-jan-2026, these pump error(s)/alarm(s) were noted: sensorerroralert (801) was found on: 01/18/2026 10:12:35.000 lostsensor1alert (780) was found on: 01/13/2026 00:05:00.000, 01/13/2026 00:15:00.000 01/13/2026 14:41:00.000, 01/13/2026 14:51:00.000 01/15/2026 01:15:00.000 to 01/15/2026 02:47:00.000 01/18/2026 03:15:00.000 to 01/18/2026 16:34:00.000 lostsensor2alert (781) was found on: 01/18/2026 03:42:00.000, 01/18/2026 03:52:00.000 01/18/2026 10:06:00.000 01/18/2026 14:04:00.000 the pump was programmed with a test guardian link (4) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. No sensor error alert, lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Force sensor zero offset within specification (23.77 mv). The pump was received with a depleted energizer max alkaline battery installed. The pump was received with a battery cap. No cracked/damaged battery cap noted during visual inspection. The test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a scratched case. The pump passed all the required testing. Unable to verify customer alleged for high bgs/dka. Customer alleged for blank display was not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.